Event description:
Literature: arle, j. E., zani, j., shils, j. L. Intraoperative decision making with mer for stn dbs in pd and the potential relationship to pt selection. The open neurosurgery journal 2011; 4: 36-41. Summary: the authors report on intraoperative mer for placement of the dbs lead in the stn, the variables contributing to decision making during mer, and how the overall outcome in terms of unwanted side effects is related to the decision making during surgery. Reportable event: there were four asymptomatic hemorrhages (<2cm) observed. Additional info regarding interventions and outcomes has been requested.